Event description:
It was reported that during a pancreas procedure, when the surgeon shot the device, the clips came out of the device malformed. The two legs of the clip came out parallel. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did two devices have malformed clips? The two devices failed with clip formation. Cross effect. No patient consequences. How was case completed? They used clip from other manufacturer. Was device fired over another clip or structure? No.